Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the capsule fell off in the patient¿s pharynx when removing the delivery system. The patient was not injured following the procedure.